Manufacturer narrative:
(B)(6). The device was manufactured january 29, 2018 - january 30, 2018. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic examination did not indicate any signs of abnormality which may have caused the device to rupture. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured during filling with 50ml of 5fu diluted in 23ml of 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.